Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.

Event description:
Same case as MFR's report # 6000093-06-02317, # 6000093-06-02319. Tap. It was reported that 301 days after implantation of a 3.0x32mm, 3.5x32mm, and a 3.5x20mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the right coronary artery (rca) and the right posterolateral branch artery (rplb). A pre-intervention stenosis of 80% was reported. Percutaneous transluminal coronary rotational atherectomy was performed using a 1.5mm rotablator burr "for four passes at 161,000 rpm" in the rplb. A 3.0x15mm balloon was used to dilate the rplb and the distal rca at 14 atms for 15 seconds. A 3.0x32mm boston scientific stent was deployed at 14 atm for 15 seconds. In the rplb. A 3.5x32mm boston scientific stent was deployed at 14 atm for 15 seconds in the distal rca "overlapping the rplb stent. Subsequently, a 3.5x20mm boston scientific stent was deployed at 14 atm "proximal to the previous stent." A 4.0x20mm balloon was used to post-dilate the distal rca at 14 atms for 10 seconds, twice. A post-intervention residual stenosis of "-10%" was reported. It was reported that there were "no complications during the procedure. The pt presented 301 days after the initial procedure with a 90% in-stent restenosis in the rca and rplb coronary arteries. The lesions were pre-dilated with a 2.5x15mm balloon at 14 atms for 20 seconds, twice. A 2.5x23mm non-boston scientific stent was deployed at 14 atm in the rplb. Then a 3.5x33mm non-boston scientific stent was deployed at 18 atm inthe mid rca. The stents were post-dilated with a 4.0x15mm noncompliant balloon to 20 atms for 15 seconds, three times. It was reported that after the guidewire withdrawal, there was "no degradation of the lesion, dissection, recoil, thrombus formation or flow abnormality." A post-intervention residual stenosis of "-10%" was reported. The pt was reported to be in "stable condition." Complications were reported as "none."